Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that a continuous epoprostenol infusion (3000ng/3ml) was programmed for a rate of 0.32ml/hour and discovered to have infused unexpectedly in 3 hours. The customer reported no patient harm and no medical interventions.

Manufacturer narrative:
Add'l info.

Manufacturer narrative:
The customer¿s report of an epoprostenol overinfusion was not confirmed per the pcu event log. Physical inspection noted the syringe pump to be in overall good condition. Analysis of the pcu event log shows that the epoprostenol infusion that was started at 12:01pm on (B)(6) 2015 completed in approximately 2 hours and 51 minutes due to the syringe size chosen--bd 1ml. Epoprostenol was initially started on (B)(6) 2015 at 8:02pm, programmed for a dose of 1 nanogram/kg/min (rate of 0.32ml/hr) using a bd 3ml syringe. All of the epoprostenol infusions between (B)(6) 2015 at 8:02pm and (B)(6) 2015 at 12:01pm were programmed for a bd 3ml syringe with at least 2.65ml of drug detected in the syringe. At 12:01 pm on (B)(6) 2015, the user selected a 1ml bd syringe with 0.9051ml of drug detected. The programming was restored (rate of 0.32ml/hr) and the infusion was started. The infusion completed 2 hours and 51 minutes later due to the syringe becoming empty. On (B)(6) 2015 between 12:01pm and 2:52pm the volume recorded as being infused was 0.9051ml. The root cause was identified as a user issue.